Event description:
Covidien customer service engineer reported that during preventive maintenance found that the 840 ventilator had an oxygen (o2) sensor cracked. The device was not in use on a pt at the time the malfunction occurred. Covidien customer support engineer (cse) verified the malfunction. The cse replaced the o2 sensor. The device passed extended self-testing.

Manufacturer narrative:
(B)(4).